Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "reported knee pain. Scans showed heat around knee joint. Surgery revealed the patella implant had significant wear/damage superiorly. Pt had reported a fall, but did not associated the time of this with the onset of pain. Patella removed and a cemented surfacing patella implanted."